Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were suspected. No electrical anomalies were detected. Lead was capped and replaced.